Event description:
It was reported that during the procedure, while prepping a 2.0x12 mini trek rx balloon dilatation catheter, a leak in the catheter shaft, at the proximal hub, was noted and was not used in the patient. The device did not cause or contributed to any adverse patient effects and no clinically significant delay occurred. A same sized unspecified balloon dilatation catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.